Event description:
As reported, the initial surgery was done in 2012. The patient then had a poly swap a few years later. No other information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. These devices are used for treatment not diagnosis.